Event description:
It was reported, that while performing a trochanteric fixation nail (tfn) when surgeon was implanting the helical blade, the coupling screw head broke off. Once the helical bladed was implanted the surgeon used a synthes screw removal set to pull the coupling screw out. Reporter confirmed that coupling screw was broke in two fragments and all fragments were retrieved. Procedure was successfully completed without any surgical delay. Patient/status outcome was successful. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.